Event description:
The customer contacted stryker to report that the energy level of a delivered test shock of their customer's device was higher than expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the energy level of a delivered test shock of their customer's device was higher than expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.